Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During acl reconstruction of the right knee, drill tip broke off in the femur during drilling over a guide pin. It was necessary to make another incision to put the 5mm drill from the other side of the knee and push the broken piece to where the forceps could reach it for removal. No pt injury resulted.